Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that no components were replaced within the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system beeped and displayed that x-ray functionality could not start up. The application software stated that the generator was not ready and an error code was provided. Restarting the imaging system restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The starter was returned for evaluation. It was reported the starter was installed in an imaging system and the system readied as expected. There was no early termination of spin and both 2d and 3d imaging were successful with no errors observed while under test. The reported problem could not be confirmed.